Event description:
It was reported the epg (external pulse generator) was not capturing well and the ventricular output was out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the battery flex and heart lead flex were contaminated, the upper and lower cases were broken, the battery release and two printed circuit board (pcb) screws were contaminated, the two side bail covers were broken, the lead flex cover and battery drawer were broken and the battery contacts were compressed.